Event description:
It was reported that, it was reported through the attorney for the patient, as a result of a legal claim, that allegedly on (B)(6) 2011, the patient fell injuring her left lower extremity and underwent intramedullary nailing of her left femur utilizing a stryker 10x380 intramedullary nail. "It is further alleged that, "on or about (B)(6) 2011, the patient noticed popping, extreme pain and weakness in her left femur." It was further alleged that, "on or about (B)(6) 2011, "after x-ray were performed, it was discovered that the intramedullary nail previously inserted was broken. This break of her intramedullary nail caused the patient femur to fracture again."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.